Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported guide wire damage was confirmed. The reported oad brake not holding the guide wire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire damage appears to be related to user error. During analysis, the oad was able to hold an in-house test wire firmly and prevent movement while spinning the driveshaft. The command guide wire was returned damaged due to use with the oad. Spinning an oad on a non-viperwire is inconsistent with the instructions for use. The stealth peripheral instruction for use (IFU) warns: ¿the device is designed to track and spin only over the csi viperwire advance peripheral guide wire or the viperwire advance with flex tip peripheral guide wire. Do not use any other guide wire with this device.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g1, h6 (added 1430) updated: h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a superficial femoral artery (sfa) and popliteal artery with a 6fr unspecified sheath. During treatment, the command 14 guide wire was being pulled through the back of the oad crown despite the guide wire brake lever being locked. This resulted in the distal tip coating of the command 14 guide wire being shaved off and remaining in a collateral vessel. A ranger drug coated balloon was used in the lesion and the distal run off remained intact.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a superficial femoral artery (sfa) and popliteal artery with a 6fr unspecified sheath. During treatment, the command 14 guide wire was being pulled through the back of the oad crown despite the guide wire brake lever being locked. This resulted in the distal tip coating of the command 14 guide wire being shaved off and remaining in a collateral vessel. A ranger drug coated balloon was used in the lesion and the distal run off remained intact.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H10: the additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Correction: g1.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a superficial femoral artery (sfa) and popliteal artery with a 6fr unspecified sheath. During treatment, the command 14 guide wire was being pulled through the back of the oad crown despite the guide wire brake lever being locked. This resulted in the distal tip coating of the command 14 guide wire being shaved off and remaining in a collateral vessel. A ranger drug coated balloon was used in the lesion and the distal run off remained intact.